Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the returned device condition and the components not returned for analysis a conclusive cause could not be determined for the reported suture malposition. Factors that contribute to malposition of the suture may include, but are not limited to, a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using two proglide devices. Reportedly, devices had defect in the introduction of the devices, with loose sutures. Another device was used to achieve hemostasis. No additional information was provided.